Event description:
A review of the pump history indicated that loss of cartridge detection had occurred, and evaluation revealed a dislodged display screen.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.